Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this electrode was not confirmed. This electrode was analyzed, passed all the baseline tests and exhibited normal electrode functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was part of a system revision due to infection at the xiphoid. Additional information indicated that only this electrode was exposed at the xyphoid incision. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This electrode was explanted.

Event description:
It was reported that this electrode was part of a system revision due to infection at the xiphoid. Additional information indicated that only this electrode was exposed at the xyphoid incision. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This electrode was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.